Event description:
Reporter alleged obtaining a result of 127 mg/dl on his wife while using the advantage system and while she was unresponsive and experiencing hypoglycemic symptoms. Reporter alleged that he called the paramedics and obtained another reading of 21 mg/dl. Reporter stated the paramedics obtained a result of 31 mg/dl when they arrived and treated her with a glucose shot. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.